Event description:
It was reported that an unknown patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. It was reported that during the procedure, the ice catheter confirmed the patient had pericardial effusion. A pericardiocentesis was done and 245cc of fluid was removed. The patient was stable. The drain was left in place. The patient did not require surgical repair. The patient is staying overnight for observation. The case continued and was completed. The caller has not spoken with the physician about the adverse event. They used 2 deflectable quad catheters, webster easy steer cs catheter, 8 french ice catheter, and thermacool uni directional smarttouch ablation catheter f curve. They used a total of 20-30 watts. All catheters were discarded. The adverse event occurred on (B)(6) 2022. The adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was the procedure. Intervention provided was a pericardial synthesis. Outcome of the adverse event was fully recovered (no residual effects). Patient required extended hospitalization because of the adverse event for observation. Relevant tests/laboratory data-n/a. Other relevant history- n/a. Generator information- smartablate system rf generator us ref: (B)(4). Sn: (B)(4). Ablation was performed prior to noting the pe or CT. No evidence of steam pop. The event occurred during the ablation phase. The flow setting for the irrigated catheter was normal settings. Correct catheter settings were selected on the generator. Pump switching was not from ¿low¿ to ¿high¿ flow during ablation. Parameters for stability for the visitag module used was sure point setting. No additional filter used with the visitag. Color options were used prospectively was a tag index. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-mar-2023, bwi received additional information indicating that the catheters didn¿t have any issues but were used during the case where the complication occurred. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).